Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced intermittent premature ventricular contraction (pvc), slow tachycardia, and intrinsic. Boston scientific technical services (ts) discussed the possibilities or options of programming. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced intermittent premature ventricular contraction (pvc), slow tachycardia, and intrinsic. Boston scientific technical services (ts) discussed the possibilities or options of programming. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the patient experienced an accelerated junctional rhythm, which was due to patient condition. Technical services (ts) noted that there was some functional undersensing. Ts confirmed that the device was working as intended.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced intermittent premature ventricular contraction (pvc), slow tachycardia, and intrinsic. Boston scientific technical services (ts) discussed the possibilities or options of programming. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the patient experienced an accelerated junctional rhythm, which was due to patient condition. While explaining the reports to the caller, ts explained that there was functional undersensing. Ts confirmed that the device was working as intended. Subsequently, the device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the <<defibrillation,>> pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.